Event description:
An initial event notification was received by united therapeutics drug safety on 09-oct-2025 and forwarded to millyard advanced medical products, llc, on 11-oct-2025. It was reported that the patient expired, at home, in their sleep. The patient was found the following morning, with the remunity pump detached. Details regarding where the detachment occurred and the specific events leading up to the patient's expiration were not provided/are unknown. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. As reported, there is insufficient information to determine if a device issue occurred and contributed to the patient's outcome; however, this event is being reported out of an abundance of caution.